Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the downloaded receiver log confirmed the reported event of the snooze alarm not alerting. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The device has been returned; however, the investigation is not yet complete. A follow-up report will submitted upon completion of device evaluation.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to state that on (B)(6) 2015; the patient's receiver was not providing the snooze alert at the scheduled 105 minutes. Instead it went off at 3 hours. No additional event or patient information is available.